Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No frozen screen or display anomaly noted. Unable to verify for time clock anomaly due to no act button response.

Event description:
The customer reported that she set her insulin pump to deliver and she received a bolus stopped alarm. The blood glucose reading was 197mg/dl. The customer changed the battery to reset and the numbers of 0s came up, and then went back to bolus stopped alarm. Troubleshooting was performed, and the insulin pump had a frozen display with the time clock not advancing. No further information was provided.